Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint. And it has been determined, that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed, the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed. And a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported, a scan time out, while trying to obtain a scan reading using the adc freestyle libre 2 sensor. Customer experienced a seizure, due to hypoglycemia. And self-treated with glucagon, provided by his wife. There was no report of death or permanent injury associated with this event.

Event description:
Customer reported a scan time out while trying to obtain a scan reading using the adc freestyle libre 2 sensor. Customer experienced a seizure due to hypoglycemia and self-treated with glucagon provided by his wife. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor 3mh005q3c3h has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Attempted communication between returned sensor and known good reader. Reader successfully communicated with the returned sensor. Scan timeout error message was not observed. Visual inspection of the sensor plug and damaged was observed to the guide tabs and sensor ears. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Initial report was incorrectly submitted with investigation results on it, however the no product return investigation is still being performed and will be submitted once completed. Section h3 and h6 have been updated to reflect the same.

Event description:
Customer reported a scan time out while trying to obtain a scan reading using the adc freestyle libre 2 sensor. Customer experienced a seizure due to hypoglycemia and self-treated with glucagon provided by his wife. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported a scan time out while trying to obtain a scan reading using the adc freestyle libre 2 sensor. Customer experienced a seizure due to hypoglycemia and self-treated with glucagon provided by his wife. There was no report of death or permanent injury associated with this event.